Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant of a leadless implantable pulse generator (ipg), prior to insertion of the device, when the introducer was passed through the tricuspid valve, the patient experienced premature ventricular contractions (pvc) runs which became ventricular tachycardia (vt)/ventricular fibrillation (vf). An external defibrillator was used which was successful and the heart rate normalized. When placing the micra catheter into the ventricle, there was a concern that stimulation passing through the tricuspid valve may induce vt/vf again, so the leadless ipg implantation was canceled due to the need for further testing and safety concerns. No further patient complications have been reported as a result of this event.